Event description:
Event description guidant received information, one day following the implant procedure, that this ventricular lead displayed high threshold measurements and was unable to capture the myocardium. However, the lead displayed sensing and impedance measurements within normal limits. In addition, the atrial lead was unable to sense p-waves and was also suspected of not being able to capture the myocardium. Both leads were reprogrammed to provide maximum pacing output.